Event description:
It was reported that the initial right total knee arthroplasty was performed. Subsequently, the patient underwent a manipulation under anesthesia due to stiffness and limited range of motion approximately 2 months post procedure. Audible adhesions were released, and an intraop range of motion of 0-135 degrees was achieved.

Manufacturer narrative:
(B)(4). Component code- suggested code: mechanical (g04) - femur. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Additional associated products & mdrs: 42522200513 articular surface fixed bearing (uc) rt 13 mm lot# 64877271 MDR: 3007963827-2023-0002. Additional associated products: 42532007102 tibia cemented 5 degree stemmed rt sz e lot# 65392497, 42540200032 all-poly patella cemented 32 mm dia lot# 65566586. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.